Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5092 implantable pacing lead. (B)(4).

Event description:
It was reported that the patient was presented to the emergency department and was hospitalized due to experienced syncope. The pacemaker device showed inappropriate pacing. The device remains in use, but explanation was planned. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.